Event description:
It was reported that during a routine device change out, the atrial lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the insulation was abraded at 31.1 cm to 31.6 cm from the connector pin and exposed the outer coil. This damage likely contributed to the reported noise. The abrasion was consistent with constant friction with another implantable device.